Manufacturer narrative:
Reporter telephone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by cloudy solution and abdominal pain. The cause of the peritonitis was unknown. It was reported the patient ¿checked in at the clinic¿; however, it was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) vancomycin (1 gram every five days, one dose) and ip heparin (1000 iu daily, discontinued five days later). Five days after event onset, the patient was treated with ip gentamycin (40mg daily, discontinued six days later) for the peritonitis. Pd therapy was ongoing. At the time of this report the patient was recovered from the event (17 days after event onset). No additional information is available.